Event description:
Boston scientific crm received info that a clinic nurse called technical services to report a lead failure. The caller stated the atrial lead was sent to pathology and then to risk management on their campus. There is no further info available to our company at this time. Should add'l info become available, this event would be updated. The date of explant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.